Event description:
Two of the endo gia ultra handles (staplers) seem to misfire after the first fire of a load. Replaced staples, injury unknown at this time. Patient's stomach was large.we initially attempted to create our sleeve using a buttressed 60-millimeter green load endo gia, beginning 4 centimeters proximal to the pylorus. However, the patient's stomach was exceptionally thick and there were 2 misfires with the buttressed stapler. We then used non-buttressed green loads for the remaining firings, extending up toward the proximal stomach. During this process, lateral retraction was placed on the greater curvature of the stomach to avoid any spiraling of the stomach and the stapler was placed flush against the dilator to effect a narrow sleeve.we then carefully examined the entirety of the staple line. Hemostasis was achieved with hemoclips. A bowel clamp was used to occlude the distal stomach. The patient was laid flat and the abdomen was filled with saline. An endoscope was advanced transorally down the esophagus and into the stomach. The stomach distended well. There was no evidence of leak from the staple lines. The staple line was examined and found to be intact and hemostatic. The liver retractor was removed under direct vision to ensure hemostasis at the anterior abdominal wall. Exploration of the abdomen revealed no evidence of bleeding or bowel injury.